Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted in (B)(6) 2012 with a 6-hole philos plate. In (B)(6) 2013 patient felt pain. An x-ray taken on (B)(6) 2013 shows the plate to be broken and fracture not healed. Patient was returned to the or on (B)(6) 2013 for removal and revision to an 8-hole philos plate. Reportedly patient now has a possible infection. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date: reported as unknown date in (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that based on the topography of the fracture surface, we can conclude that the implant was subjected to alternating dynamic and complex bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The philos plate could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient and the delayed bone healing (non union) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device returned on (B)(4) 2013. Placeholder.